Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left anterior descending (lad). Reportedly a 2.80x19 mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a dissection in a vessel, but it was unable to cross the lesion due to the anatomy. The patient was referred to surgery. No additional information was provided.